Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred on an unspecified date in (B)(6) 2018. The patient manages their diabetes with insulin (unspecified fast-acting x3 per day and unspecified long-acting x2 per day) as well as 1000mg metformin per day. The patient stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. On (B)(6) 2018 the patient reported that they developed symptoms of ¿sweating and confusion¿. In response to these symptoms the patient visited their doctor¿s office at 9:50am that morning and their doctor prescribed them with an additional 5 units of both fast-acting and long-acting insulin. At the time of troubleshooting the cca noted that there was no misuse of the product and this was a recurring issue. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.